Event description:
The customer had a full segment display. Suggested the customer to disconnect from the pump and use manual injections. Later the customer called back and was hospitalized for high bgs. It was indicated that the family member could not find shots and called the doctor who suggested taking the customer to the hosp. A replacement pump was sent.